Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous pulmonary artery. A 3mm x 20mm x 144cm coyote¿ es balloon catheter was advanced for dilatation. However, on the first inflation at 2 atmospheres for 2 seconds, the balloon ruptured. There was no kink noted prior to use and no resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. There was blood in the hub, inflation lumen, guidewire lumen, and balloon. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 15mm distal of the proximal markerband was revealed. There was balloon material lifted around the pinhole with a deep scratch to the left of the pinhole. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous pulmonary artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 2 atmospheres for 2 seconds, the balloon ruptured. There was no kink noted prior to use and no resistance encountered during the procedure. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.